Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00105.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00104.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and non-penumbra coils. It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician introduced the lantern into the target location and implanted a non-penumbra coil. While advancing a pod pc through the lantern, the physician encountered resistance near the hub. Therefore, the lantern and pod pc were removed. The procedure was completed using a new lantern and four additional pod pcs. There was no report of an adverse effect to the patient.